Manufacturer narrative:
Batch review performed on 08 september 2020: lot 172585: (B)(4) items manufactured and released on 03-oct-2017. Expiration date: 2022-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: liner: mpact 01.32.3244hcat hooded pe hc liner ø32/e (k132879) lot. 160915. Batch review performed on 08 september 2020: lot 160915: (B)(4) items manufactured and released on 22-mar-2016. Expiration date: 2021-03-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 173291. Batch review performed on 08 september 2020: lot 173291: (B)(4) items manufactured and released on 07-sep-2017. Expiration date: 2022-08-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: stem: quadra-h 01.12.23sn cementless, ha coated std stem size 3, short neck (k082792) lot. 163273. Batch review performed on 08 september 2020: lot 163273: (B)(4) items manufactured and released on 12-aug-2016. Expiration date: 2021-07-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed, 1 month after primary surgery, due to infection. Right side.